Manufacturer narrative:
(B)(4). Device evaluation: one unit was received by baxter for evaluation. The luer was not returned with the device for evaluation. Visual examination of the unit found the blue winged cap loose due to a damaged luer post. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted and revealed that the product met all acceptance criteria for release. This is a single use device and will not be repaired.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer, however the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the blue winged cap of one (1) ce intermate (B)(4) device was discovered loose before use/filling. There is no patient involvement. No additional information is available.